Manufacturer narrative:
Sc-4200. The returned insertion needle was analyzed, and visual inspection revealed that the tip of the needle is deformed. With all the available information, boston scientific concludes: the reported event was confirmed. It appears that excessive mechanical force was exerted onto the tip of the needle during the procedure resulting in its deformation. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that post intravenous sedation, the patients procedure was aborted as there was something wrong with the tip of needle and it was preventing the physician from accessing the epidural space. The patient was reportedly doing well.

Event description:
It was reported that post intravenous sedation, the patients procedure was aborted as there was something wrong with the tip of needle and it was preventing the physician from accessing the epidural space. The patient was reportedly doing well.